Event description:
Shunt inserted for hydrocephalus in 2003. Pt did well but had recurrence of headaches, incontinence and imbalance. The shunt had spontaneously changed setting from initial performance level 1.5 to 2.0. Again in 08/03, 9/03 and 09/03 the shunt had spontaneouly changed setting. 08/2003 reset to 1.0-changed on 09/03 to 2.0 reset to 1.5. Again reset in 09/03. The pt had not been around an MRI or any known strong magnetic field.